Event description:
The account alleged the brake casters swivel around while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters, hex rods and screws to resolve the issue.